Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of blanching, mild edema, inflammation, "darkened crusted area" and "avascular change" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, inflammation, ischemia, necrosis and skin discoloration: "contra-indications: ¿ do not inject juvéderm¿ voluma¿ with lidocaine into blood vessels (intravascular). Undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ coloration or discolouration of the injection area. ¿ cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the "leteral superior hair line" from the "lateral mid to lower aspect of brow." The patient was concomitantly injected with juvéderm¿ voluma¿ with lidocaine in the nose on the "brige superiorly below pupil line" as well as botox®. After injection the patient had developed a "very faint area of skin blanch." There was also some "blanched swollen area." An hour after injection, the patient had developed blanching of left lateral nose and was treated with hyaluronidase and had significant improvement. It was noted that the patient had "avascular reaction in glabella complex." On the following day, the patient had developed "edema of [forehead] suggestive of inflammatory reaction" to juvéderm® volbella¿ with lidocaine and the "blanched [area] of nose minimal." The patient was then treated with depomedrol. Five days later, the patient returned to the clinic with "darkened crusted area on side of nose consistent with avascular change." Patient was treated with hyaluronidase along with "aq serum" and fucidin cream. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00991 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm¿ voluma¿ with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the "leteral superior hair line" from the "lateral mid to lower aspect of brow." The patient was concomitantly injected with juvéderm¿ voluma¿ with lidocaine in the nose on the "brige superiorly below pupil line" as well as botox®. After injection the patient had developed a "very faint area of skin blanch." There was also some "blanched swollen area." An hour after injection, the patient had developed blanching of left lateral nose and was treated with hyaluronidase and had significant improvement. It was noted that the patient had "avascular reaction in glabella complex." On the following day, the patient had developed "edema of [forehead] suggestive of inflammatory reaction" to juvéderm® volbella¿ with lidocaine and the "blanched [area] of nose minimal." The patient was then treated with depomedrol. Five days later, the patient returned to the clinic with "darkened crusted area on side of nose consistent with avascular change." Patient was treated with hyaluronidase along with "aq serum" and fucidin cream. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00991 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm¿ voluma¿ with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
The event of tenderness is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The patient's skin has "healed well" but remains "tender to palpate" and "remains mildly edema." It was noted by the healthcare professional that patient "may need 6-9 months to resolve."